Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump indicates it is primed but they did not see any insulin come out of the tubing. The reporter stated that the connections was secure and no leaking seen. The reporter stated they tried multiple cartridge and sets with the same response. The reporter stated that they were able to prime successfully prior to call. The pump is not priming tubing during load step. The reporter stated that the patient¿s blood glucose (bg) of 357mg/dl with ketones. The patient was treated with insulin via injection. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/27/2014 with the following findings: the last basal delivery was on (B)(6) 2014@1:53pm, total daily dose adds up and reflects the basal target. The prime history shows large prime volumes of 50u, 15u and 12u on (B)(6) 2014, several consecutive prime attempts are observed in the black box. No intermittent condition was found to the force sensor circuit. The product performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.